Event description:
It was reported that during an implant procedure on (B)(6) 2017, the atrial lead exhibited high impedance and high threshold after being positioned. The physician attempted to reposition the lead unsuccessfully. The physician decided to use a new lead and the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.